Event description:
Arjo was informed about an event involving an enterprise 5000x bed. The customer reported that a staff nurse sustained an injury while changing the bed linen. Based on the gathered information, the staff nurse fractured their finger while lifting the safety side into the upward position. The staff nurse stated that they had used the blue lever, which is intended for releasing the safety side for the downward position. There was no indication of patient involvement. The device evaluation performed by arjo service personnel did not reveal any device malfunction. The bed frame and safety side rails were inspected on site and were found to be functioning as intended.